Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the slider was placed back into the cam assembly track. For evaluation purposes in the irvine dal, the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The gel stent was not received for analysis. The reported complaint of the xen glaucoma treatment system injector was confirmed as the slider was out of the cam assembly track. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported slider on the injector got stuck and the stent was unable to be released for implantation in the right eye against the xen®45 gts. Surgery was completed with another xen.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Suspect medical device: (B)(4), lot number 62608. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported slider on the injector got stuck and the stent was unable to be released for implantation in the right eye against the xen®45 gts. Surgery was completed with another xen.